Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant procedure, the right ventricular (rv) lead had high defibrillation impedance measurements that was measured at one hundred and thirty ohms immediately after implant. The rv lead was removed, wiped and replaced three times with no effect. The pocket was filled with saline and this brought it down to a hundred ohms. It was noted that the physician was happy with the measurement and noted it to be a patient issue and not a lead issue. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.